Event description:
Customer reportedly received a result of 72 mg/dl on a professional's meter and a result of 119 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.